Event description:
User facility medwatch 1002120000-2000-0006, rec'd stating "after firing eea, leak test was done and numerous holes and gaps in anastomosis were seen- hand sewing and extra disposable items were needed to fix the defect." 06/22/2000 add'l info: the device was opened and the anvil was placed in the proximal bowel, upon introduction to the rectum, it was discovered that fecal matter required removal. The instrument was removed and the fecal matter was washed off. The rectum was cleaned. The instrument was reinserted and fired. Upon inspection, a gap was noted on the inferior side of the anastomosis. More bowel was resected and another instrument was used. The surgeon then oversewed the staple line of the second anastomosis. The or time was extended by 45-60 minutes.